Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined the reported condition that the device was not working was confirmed. An assessment was performed and it was determined that there was corrosion found on the components, and an unknown white substance found on the motor. It was further determined that the device failed pretest for sticky speed trigger, and check the oscillation/forward/reverse mode function. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the small battery drive device was not working. During service and repair, it was observed that the device failed test for sticky speed trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.